Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device did not emit tones when demonstrating the tones for the patient to know what they could hear. When the clinician placed their head near the implant site, the clinician was able to hear a faint tone. The device remains in use. No patient complications have been reported as a result of this event.